Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
A system error 322 alarm was found in the history log of a pump that was evaluated during a site visit. Any patient involvement, injury or medical intervention is unknown.